Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue with the lcd screen was observed. The lcd screen was replaced to address the issue. During the evaluation of the device, the device failed a step during testing. The device's oxygen manifold was replaced to address the issue.